Manufacturer narrative:
No unexpected button error alarm or battery alarm was noted. No frozen display was noted. The time advanced properly. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer's insulin pump was no longer functional and a button error alarm occurred. It was also found the customer replaced the battery, but a weak battery alarm occurred after. It was also found the act button was unresponsive. Troubleshooting for the weak battery alarm was declined. Customer's blood glucose was 390 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.